Event description:
It was reported the patient was not receiving effective therapy from her current scs system. The physician decided to perform a trial procedure on (B)(6) 2012 to determine if coverage could be obtained. It was reported the trial was successful. Surgical intervention is pending to add an additional lead to her current scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.